Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received hv therapy, suspected to be inappropriate, while working on an electrical fence. Subsequent device interrogations found normal device function. The patient was otherwise feeling well.